Event description:
Reporter stated the customer was hospitalized with hyperglycemia, and her mother believes the insulin delivery of the infusion device is inaccurate. The customer's most recent blood glucose reading was 22.4 mmol/l, and she was being treated with insulin via pen. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.